Event description:
Patient had 7 cm thoracic aneurysm. Calcium on cta did not appear to be significant (confirmed by dr (B)(6), operating surgeon). Access from common femoral to aortic bifurcation was 9mm at smallest segment, at 12mm at largest segment, without significant calcium. Dr (B)(6) attempted to insert 26f 46/42x150 relay plus into left groin; device did not go past mid left common iliac. He attempted to put in in r groin and had the same experience. Patient pressure dropped, and patient experienced rupture l common iliac. Dr (B)(6) utilized 5 vbx and lifestream covered stent to control rupture; dr (B)(6) had to convert the patient to open. Patient outcome - "conversion from endovascular to open to repair rupture iliac artery due to profile of 26f relay plus."

Event description:
Patient had 7 cm thoracic aneurysm. Calcium on cta did not appear to be significant (confirmed by dr brink, operating surgeon). Access from common femoral to aortic bifurcation was 9mm at smallest segment, at 12mm at largest segment, without significant calcium. Dr brink attempted to insert 26f 46/42x150 relay plus into left groin; device did not go past mid left common iliac. He attempted to put in in r groin and had the same experience. Patient pressure dropped, and patient experienced rupture l common iliac. Dr brink utilized 5 vbx and lifestream covered stent to control rupture; dr brink had to convert the patient to open. Patient outcome - "conversion from endovascular to open to repair rupture iliac artery due to profile of 26f relay plus."